Event description:
Customer reported a malfunction with the pump, which displayed malfunction code 16 and could not be reset. There was no reported adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to continue insulin delivery.